Event description:
Reporter indicated failure to communicate with a vns therapy pt's generator; however, the pt is able to perceive stimulation. The physician's programming system has not been ruled out as a causative factor. Good faith attempts to obtain additional information have been unsuccessful to date.